Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The cause of the system error 2240 was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Based on the information received at this time, the root cause could not be determined. A follow-up report will be submitted if additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. Proper procedures per the user manual were reviewed with the hp. Product surveillance contacted the hp regarding the reported incident. The hp stated the cause of the system error 2240 alarm was unknown. There was nothing unusual noted about the set-up. The patient discarded the sample. No patient injury or medical intervention was reported. The patient is continuing therapy on the cycler with no further issues.